Manufacturer narrative:
The dispatched fse could trace back the observed alarm to a hole in the lower piston diaphragm of the ventilator. After a dedicated repair exchange the device was fully functional again. Log file evaluation provided by the manufacturer confirms this assessment - several instances of the respective alarm were stored therein. For proper function of the ventilator a vacuum is generated between piston and diaphragm to avoid the diaphragm getting wrinkled during operation. In case of a leakage (e.g. Caused by a hole) the vacuum pressure drops down and the protective function gets lost. To prevent from potential serious technical damages resulting from wrinkling of the diaphragm the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation as well as monitoring functions remain available which obviously allowed the user to finish the procedure w/o consequences to the patient. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported by a customer during a case that the machine alarmed "reinstall vent." There was no injury to the patient.